Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing overstimulation and pain whenever stimulation was on. It was reported that the stimulation was causing the patient to have exaggerated facial movements. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing overstimulation and pain whenever stimulation was on. It was reported that the stimulation was causing the patient to have exaggerated facial movements. The patient will undergo a revision procedure.